Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic rash"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and headache ("headache"). The patient was treated with surgery (laparoscopic essure removal and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and nausea had resolved and the dysmenorrhoea, abdominal pain, dermatitis allergic, heavy menstrual bleeding and headache outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, nausea and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011: essure confirmation test (unspecified): bilateral occlusion. Ultrasound scan vagina: in (B)(6) 2011: total bilateral occlusion, the test confirmed total occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic rash"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and headache ("headache"). The patient was treated with surgery (laparoscopic essure removal and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and nausea had resolved and the dysmenorrhoea, abdominal pain, dermatitis allergic, menorrhagia and headache outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified): bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion, the test confirmed total occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, headache. Laboratory data was added. Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.